Event description:
It was reported by fse during routine check up that cardiosave intra aortic balloon pump (iabp) had electrical test fails code: 66. No patient was not involved.

Manufacturer narrative:
Due to character limit: e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.